Event description:
The 8x37 visi-pro stent was used through a 6f sheath. The visi-pro stent was delivered to the lesion but needed to be pulled back for better angiographic imaging prior to deployment. When removing, the stent pulled off the balloon at the tip of the sheath. Wire access was maintained and a 4x20 balloon was able to thread through the un-deployed stent. The visi-pro stent was able to be re-positioned and deployed with an 8x20 and then 10x20 balloon.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Device evaluation: the visi-pro balloon-expandable biliary stent system was received for evaluation without any ancillary devices. The stent was not received. Microscopic examination of the balloon revealed witness marks of the entire stent.